Event description:
The service report shows the customer reported that the 840 ventilator had a blank screen. The customer reported to have replaced the graphical unit interface (gui) pcb. Covidien was only authorized to load the software and conduct the final testing.